Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, (unknown return date) and the issue was confirmed. Data analysis: imc logs for 08/03/2022 show repetitive ¿sau_ser10 received duplicate command seq: (B)(4). Send ack eok ! ¿ which points towards error in serial communication with pbm vial channel 10. This issue resulted in ¿post: syscall10 checkfirmware failed¿ errors. Device analysis: during pm, pbm was visually inspected and corroded connections were found near the super capacitor. The damage to the pbm was due to leaking electrolyte from the neighboring super capacitors which impacted i2c communication. Per the results of the clinical review and investigation, the root cause was determined to be contamination. There was a electrolyte leakage from the supercapacitor which caused damage to the pbm serial connection. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a self check failure on startup. Restarting the console did not resolve the issue. The biomedical engineer opened the console to inspect the pbm and found what appears to be leakage from the super caps, and the pbm board had discolored through the solder point near the power mod. There was no reported patient involvement.